Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance (dcdc - 7). The patient's device was tested again on (B)(6) 2015 and system diagnostic results continued to show high impedance. The battery status showed end of service=yes and the device was disabled on (B)(6) 2015. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
The previously submitted MDR inadvertently lacked some information in the event description. The previously submitted MDR inadvertently lacked the explant date of the suspected device for the event.

Event description:
It was reported that the vns patient underwent full replacement surgery on (B)(6) 2015. It was reported that the lead was prophylactically replaced and the generator was replaced due to battery depletion. The explanting facility will not return the explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.